Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head broken at the end / entire swivel head part has came off [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she purchased an oral-b power rechargeable toothbrush handle pro crossaction 3757 model d16.513.ux and the oral-b brushhead, version unknown that had come with it had broken at the end while in use. She described that the entire swivel head part had come off. No symptoms developed.